Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the device return has been requested but has not been received. If the device is returned for investigation a supplemental report will be submitted. This event occurred in the same event as oad event reported under MDR 3004742232-2020-00233. (B)(4).

Event description:
A viperwire guide wire was selected for use during treatment of two heavily calcified lesions in the left circumflex artery. The lesions were separated by an s-curve segment. Treatment of the first lesion was successfully performed. During treatment of the second lesion, the oad nose length fractured. During attempts to remove the fragment, the viperwire was pulled back with the fragment engaged at the end of the wire. The wire fractured. A 3cm segment of the wire was abandoned in vivo. An impella device was placed and the patient was sent to the intensive care unit. As of (B)(6) 2020 the patient was in stable condition. As of (B)(6) 2020 there is no plan to remove the fragments.